Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event. Laser was successfully verified prior and after the day of the treatment. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed and all laser system functions were within specifications during treatments on this day. The energy was stable during that treatment. No relevant deviation between planed and performed energy was detectable for the treatment. The logfile shows that the user did not always keep the interval of energy checks directed in the user manual. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported diffuse lamellar keratitis (dlk) in a patient's left eye one day post lasik. Topical steroid dosage was increased. Upon follow up, dlk was reported to be resolved and vision is good. Topical steroid will be discontinued when patient runs out. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.